Event description:
It was reported that during the revision surgery, the poly was exchanged and the patella was resurfaced.

Event description:
It was reported a revision surgery was performed due to insert post breakage.

Manufacturer narrative:
Device was not evaluated due to it was not returned for evaluation. Please see investigation summary attached. (B)(4).